Event description:
It was reported by the clinician, that the procedure was being performed on an (B) (6) female patient with a right femoral insertion. The patient came off bypass and the physician needed to insert the iab. They started with the right femoral access; spring wire guide (swg) and introducers placed easily. The balloon was deflated easily (vacuum pulled) and was placed over the swg. It would not advance through the introducer. The surgeon pulled back on the introducer and tried to pass again and the balloon still would not pass. Reference MDR #1219856-2009-00216, for a second event involving same patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.